Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient stated he had scar tissue and had experienced high blood glucose event on (B)(6) 2026. The blood glucose value had been 139 mg/dl. The elevated blood glucose had been present for approximately one to two hours. The high blood glucose had been treated with a bolus administered using the insulin pump. The patient had been using the insulin pump system within forty-eight hours of the reported low blood glucose event. No further information available.